Manufacturer narrative:
Concomitant products: product ID: a820, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the pump moved a little shortly after her pump was implanted and at refills the healthcare provider (hcp) has to use fluoroscopy to find it (located on her side and a little going to the back).